Event description:
It was reported that this right atrial (ra) lead was explanted due to an endocarditis. No new device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1: adverse event and product problem should be selected if a product problem may have caused or contributed to the adverse event.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an endocarditis. No new device was explanted. No additional adverse patient effects were reported.